Event description:
During a right colon resection procedure the device functioned as intended, and the staple line was intact. One week postoperatively the patient developed an anastomotic leak. An additional procedure was required. There were no additional patient consequences reported. Several attempts have been made to contact the user facility for additional event details.